Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed while pumping . Customer performed a supply change to address the issue. Customer¿s blood glucose level was 437 mg/dl. Customer administered correction bolus to resolve elevated glucose level.